Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n131808, implanted: (B)(6) 2008, product type: accessory. (B)(4)

Event description:
Information was received from a health care professional regarding a patient who was receiving an unknown drug at the time of the event. The indication for use was intractable spasticity and other spasticity. The catheter got twisted and the managing doctor corrected it and left it implanted. It was unknown as to whether the patient experienced symptoms related to the event.